Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with this handle.

Manufacturer narrative:
The returned torque handle was evaluated. There were no visible signs of damage. A functional test shows the torque output was outside of the adequate performance range. The cause is unknown but possible contributors include the device not being returned for calibration testing at the specified interval or could be related to a lack of usage/extended time sitting in inventory, which can cause the internal springs to relax and lead to improper torque values. A review of the manufacturing records did not identify any issues which would have contributed to this event.